Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed, in intraoral site #13 of the patient¿s mouth, non- osseointegration was observed. Thirty-five ncm of primary stability was achieved and immediate load was performed. Patient presented bone type IV. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed, in intraoral site #13 of the patient¿s mouth, non- osseointegration was observed. Thirty five ncm of primary stability was achieved and immediate load was performed. Patient presented bone type IV. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.